Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra plus xc, there was a needle disengagement. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.